Event description:
A customer reported receiving an e-3 (363) message on his adc glucose meter. The customer reported that on (B)(6) 2012 at 7:00pm he was driving with friends to a restaurant, when he attempted to test his blood glucose, but was unable to do so as a result of "the meter gave error readings." The customer further reported that he went into the restaurant, "passed out," and experienced a loss of consciousness. Paramedics were called, and checked the customer's blood sugar and blood pressure. The customer reported "(B)(6) medics treated with insulin under the skin," "some sugar substance," and indicated that he received glucose and an intravenous infusion of unknown type. The customer was not transported to a health care facility. No self-treatment was reported. There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available.

Manufacturer narrative:
The reported product has been returned and investigated. The complaint was not confirmed and a new issue was observed. All results were within the range specification and no errors were observed during control solution testing. (B)(4).